Manufacturer narrative:
(B)(4):additional information was obtained from the recorded conversation between the patient and the customer care advocate (cca). It was reported the patient obtained higher results on the subject meter compared to another device. The reported difference was between "0.20 and 1" (unit of measurement was not specified). Based on the higher result, the patient administered self insulin (type/ amount not specified). After, the patient reportedly had symptoms of hypoglycemia. Symptoms or treatment were not specified. Based on the new information, the classification remains the same.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging his onetouch ultraeasy meter read inaccurately high compared to another device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. The results obtained with the subject meter or the other device were not provided. The patient alleged a difference of "20-1g" with the other device. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. The patient claims he felt a "low blood sugar feeling." Symptoms were not specified. Treatment was also not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient may have reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.